Event description:
The patient contacted animas on (B)(4) 2012 reporting bubbles forming in the cartridge 1 to 6 hours after filling. The patient reported leaving the cartridge out for one hour to debubble after filling prior to inserting the cartridge into the pump and reported manually priming bubbles out of the cartridge. The patient also reported on some occasions she noticed a smell of insulin coming from the cartridge compartment. The patient stated that her blood glucose levels were only mildly elevated in the 180 to 200 mg/dl range. This blood glucose does not meet animas criteria for an adverse event. During troubleshooting, it appeared the patient¿s filling technique was correct. This report is made based on the allegation that the cartridge may have leaked.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4):the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. A fill test was completed with no air bubbles forming inside the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.